Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign objects come out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The legal manufacturer was unable to confirm, whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed, to be free from deformation. A definitive root cause cannot be determined. The event can be detected and prevented, by following the instructions for use: gif-1200n series, operation manual, chapter 3: preparation and inspection. Gif-1200n series, reprocessing manual, chapter 5: reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.